Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The right atrial lead exhibited noise. Noise was reproducible with isometrics. The patient was stable and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.